Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 580 mg/dl. Customer's mother was reported moisture damage. Insulin pump turned out that insulin leaked past both o-rings and there is fluid in pump. Pump was vibrating without any alarm, buttons are not working. Customer advised to replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with unresponsive buttons due to moisture damage at keypad traces. No button error alarm noted. Traces of corrosion found at the electronic assembly and motor assembly per visual inspection. Unable to perform the self test and displacement test due to unresponsive buttons. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, broken battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.